Event description:
It was reported by service report that the bed would not lower due to the lift lockout activation being turned on. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift lockout activation turned on. Conclusion: deactivated the footboard lift lockout function.